Event description:
Customer reports, the suture is not absorbable.

Manufacturer narrative:
Reference MFR. Complaint #97112602gp. Samples were returned and evaluated. Pre and post in vitro testing was performed and all of the sutures absorbed as expected. A review of the lot history was unremarkable with regard to the complaint. Co searched co's files and found no previous complaints against this lot. Under normal circumstances of use, co's testing indicates that this product should have performed satisfactorily.